Event description:
Vanish point insulin syringes 1cc - 29g x 1/2" lot# f121006 - retractable needle did not retract after use and the nurse sustained a fingerstick injury. The pt was not affected. These syringes are used throughout our facility (nursing home). Nurses have reported they "need to push extra hard" to get the needles to retract.